Event description:
Alleged event: it was reported while attempting to place the suture in the pt the bullet was not captured by the suturing device. The surgeon tried to pull the suture out of the pt but the bullet was in the ligament. When they pulled on the suture, the suture broke, leaving the bullet stuck in the ligament. The surgeon was unable to find the bullet for removal. They tried again with another suture, and this time the bullet did catch and the surgery was able to proceed. The pt's condition was reported as fine.

Manufacturer narrative:
(B)(4). A device history review could not be conducted since the lot number was not provided. The device sample has not been returned to the MFR for investigation at the time of this report. The MFR will continue to monitor and trend related events.